Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. An invasive procedure was performed to due to oversensing and a decrease in lead impedance. The lead was capped and replaced with a new lead of the same model.